Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a stained end cap sticker and a stained address and serial number label.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not hold down any button for longer than three minutes and are unable to clear the alarm. Customer's blood glucose level was 76 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.